Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A polarsheath and polarx balloon were selected for use during a cryoablation procedure. During the procedure it was reported that the patient experienced cardiac tamponade. The surgeon noticed that the blood pressure was low during cooling of the left inferior pulmonary vein (lipv) using the polarx balloon catheter, which was the first cooling during the procedure. The blood pressure did not drop suddenly, but an echographic examination was performed to check for pericardial effusion. No clear pericardial effusion was noted. A blood pressure-increasing drug was administered, and the procedure was continued. When the right inferior pulmonary vein (ripv) was cooled, echographic examination was performed again for confirmation, and pericardial effusion was confirmed. Pericardial drainage was then performed, and the blood pressure stabilized, so the rest of the rspv procedure was performed. The procedure was completed successfully. The blood pressure remained stable after the drainage procedure. It was confirmed that the polarsheath was in the left atrium when event occurred. It is unknown if device is available for return.